Manufacturer narrative:
Based on the initial escalation analysis, the sensor performance deviated from the normal behavior with mismatches observed between the sensor readings and the calibration entries. An RMA was authorized to investigate the sensor further. From the return material analysis testing, the sensor revealed a loss of chemical performance due to the senor's hydrogel oxidation, which is likely the root cause of the reported sensor inaccuracy. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report updated to 29 december 2023. D9. Device available for evaluation? Yes, 07 november 2023. G3. Date received by manufacturer updated to 04 december 2023. H3. Device evaulated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On (B)(6) 2023, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to an early sensor removal.